Event description:
It was reported that the person with diabetes (pwd) experienced multiple line blockage alarms beginning at approximately 11:00 pm pst. Upon receiving the alarms, the pwd disconnected the tubing to check for insulin flow and confirmed that insulin was dripping from the end of the tubing. Despite this, another line blockage alarm occurred. The pwd then changed the infusion site to a location on the upper abdomen approximately four inches away from the original site. After relocating the site, two more line blockage alarms were received, prompting a decision to change both the cassette and the infusion set tubing. Following these changes, another line blockage alarm occurred, which ultimately led to the pwd entering diabetic ketoacidosis (dka). The highest continuous glucose monitor reading reported was 380 milligrams per deciliter, with a cgm/bgm reading of 340 milligrams per deciliter at the time of the event. The issue was resolved. The event occurred while in use with patient.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.